Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor didn't came out of the sheath. After the first and second auditive click, the anchor wasn't released. The device could be retrieved without any problem. It was reported that there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A 6 fr angio-seal vip device was received at terumo medical corporation for product evaluation. The component tray with the arteriotomy locator, hemostatic sheath, and guidewire was removed from the pouch. The polyfoil pouch with the vip carrier tube assembly was removed. There were no gross visual defects noted on any of the returned components. There was no blood like substance present on the device or any evidence of use. Functional testing in a dry vessel model was then undertaken. The guidewire was removed from the guide wire holder and inserted in the access point in the vessel model. The hemostatic sheath and arteriotomy locator were then mated and slide over the guidewire and through the access point until the blood inlet holes could be visualized in the inner lumen of the vessel model. The guidewire was then removed. The blood inlet holes of the hemostatic sheath and arteriotomy locator were also removed from the vessel and the arteriotomy locator was then removed from the hemostatic sheath. Vip carrier tube assembly was then removed from the polyfoil pouch and mated with the hemostatic sheath. The carrier tube assembly was placed into the forward lock position the anchor could be seen exposed in the inner lumen of the vessel model. Carelessly the hemostatic sheath was inserted further into the vessel model than is typically observed. The device cap was then pulled into the rear lock position where the anchor posted on the distal tip of the hemostatic sheath. An attempt was then made to set the anchor against the wall of the inner lumen of the vessel model. However, due to poor positioning of the hemostatic sheath the anchor caught on the end of the synthetic vessel. The anchor could not be moved by repositioning the hemostatic sheath. The hemostatic sheath was able to be pulled back releasing the collagen and tamping tube. The collagen was then deployed and tamped in the vessel model. There were no functional anomalies observed in this deployment other than the placement of the hemostatic sheath. The pullout that the user described could not be confirmed on the sample during the functional testing. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.